Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.